Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) which was treated with chest compressions. It was observed that the right ventricular (rv) lead exhibited crosstalk and non-capture. The right ventricular (rv) lead remains in use and a revision has been scheduled. No further patient complications have been reported as a result of this event.